Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Operating room manager at the hospital, reported the following event, "locking ring of the cup was non functional. The ring of the cup could not be fixed to our neck for an intermediary hip prosthesis. We took another device from adler laboratory. Without this device, the surgery could not be performed."

Manufacturer narrative:
An event regarding non functional device involving a uhr head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies . -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Or manager ar the hospital, reported the following event, "locking ring of the cup was non functional. The ring of the cup could not be fixed to our neck for an intermediary hip prosthesis. We took another device from adler laboratory. Without this device, the surgery could not be performed."